Event description:
Information was received from global pharmacovigilance (gpv) by a healthcare facility nurse indicates that a patient was hospitalized on (B)(6) 2011 due to pleural effusion and was diagnosed with unspecified peritonitis on that date. The patient was hospitalized from (B)(6) 2011 to (B)(6) 2011. No exit site or tunnel infection was associated with the peritonitis. The patient was treated with intravenous antibiotics (unknown) and vancomycin (dose unknown) intraperitoneal (ip). The cause of the peritonitis is unknown. The patient outcome indicates the patient is improving. The pleural effusion and peritonitis reportedly were unrelated to the baxter solutions or products. Peritoneal therapy continued.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (gd884445) with no defects noted. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the patients are instructed to discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted. This is 2 of 2 reports associated with this incident.